Manufacturer narrative:
(B)(4). The reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the sensing anomaly could not be determined.

Event description:
It was reported that during system implant procedure, upon connecting the rv lead to the new device, decreased sensing was observed. The device was explanted and replaced. Patient condition was okay.